Event description:
On 8/3/25, patient reported ilet application error stating it could not send sensor information, and ilet displayed ¿replace sensor.¿ agent had patient delete/reinstall the mobile app and rescan, after which warmup time appeared correctly on ilet. Patient uses freestyle libre 3+. Fingerstick blood glucose (bg) was 66 mg/dl; patient felt shaky and treated with 17g fruit snacks. The patient was not out of range for 90+ minutes, and no medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.